Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the balloon sticking to the guide wire was encountered. The lesion being treated is a non tortuous mid circumflex (cx) lesion. The physician successfully deployed a taxus express2 8.8% 2.75 mm x 20 mm stent in the mid cx. Upon attempting to remove the deflated balloon, the physician noticed some resistance. The deflated balloon was sticking to the guide wire in the guide catheter. The physician had to tug on the balloon catheter to remove the balloon from the guide wire. The balloon was removed as a unit with the guide catheter. No pt injury or complication was reported. A high-torque floppy 2 guide wire and a launcher jl4 7f guide catheter were used during this procedure.